Event description:
Based on additional info received by a nurse on (B)(6) 2012, this case was upgraded from non-serious to serious. The below narrative include initial info reported by a nurse to a sales rep on (B)(6) 2012, plus subsequent f/u: a female pt initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) a year ago (2011) and developed visible nodules that were described as granulomas. On (B)(6) 2012, it was reported that the pt would be needing surgery. No further relevant info provided. Additional info was received from a nurse on (B)(6) 2012: narrative updated with statement of pt needing surgery. Additional info for sculptra aesthetic (lot # unk and expiration date: unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2012, received by (B)(4) on (B)(6) 2012: batch record review (brr) was without hint to root cause. An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in us and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the events reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052, batch a2053, a2054, batch a2055 and batch a2056. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsive for medical evaluations, we reserve to chose this complaint as no conclusion possible. Conclusion: no investigation possible.